Event description:
The facility reported a colleague infusion pump with a faulty lcd. This event occurred prior to use. It is unknown in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 5.09.92. A service history review revealed that this device has been serviced prior to this event. However, no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a failure faulty lcd was confirmed by baxter personnel during product evaluation. The root cause was assigned to a distorted main display. The colour service assembly, left and right user interface module standoff, and colour lcd guide were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.